Manufacturer narrative:
Additional information: d6a, h4, h6. The reported event was confirmed based on the images provided after the surgery. The surgeon had problems with the fit of the bilateral mandibular components, which led to implant wobbling and prolonged surgery time. Subsequent reviews by 3d systems, design, and r&d revealed that both the facial ID plates and tmj devices had been manufactured as intended without deviations, while postoperative analysis showed that none of the jaw segments were positioned as planned. The investigation suggests that the fit issues are most likely due to intraoperative positional deviations rather than design or manufacturing defects, but the definitive cause cannot be determined due to the limited information available. Based on the investigation, there are no indications of a malfunctioning product or a problem related to the design, material, or manufacturing. Therefore, no corrective and/or preventive measures are considered necessary at this time.

Event description:
No new information.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that an adaptability issue was observed near the lowest point of the mandibular angle in both cases, resulting in implant rocking.